Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose dropped to 32 mg/dl at one point. The customer's mother declined troubleshooting for the insulin pump and low blood glucose. The insulin pump was not returned or replaced.